Event description:
Received an electronic report of a dialysis patient who experienced respiratory reactions. It was reported that at the onset of the hemodialysis treatment, the patient became mottled, cyanotic, in respiratory distress, and increased bp, ant then the patient respiratory arrested. The patient was then ventilated (bagged) and sent to the hospital and was admitted. It was also learned that at the time of the event, the blood was reinfused back to the patient. Additionally, it was reported this patient is chronically nauseous and vomits. It was also learned that the patient had been recently diagnosed with a urinary tract infection. The patient does have a history of hypoglycemia. The patient has been prescribed a different dialyzer for dialysis and at this time is able to tolerate treatment with no further symptoms. There is no lot number or sample available for an evaluation.